Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to sweat. Customer stated that screen was visible and faded and completely malfunctioned. Customer reported there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that we are sending replacement pump.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly also, unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.